Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 5.2-5.3cm and 5.8-6.0cm from the connector pin, consistent with lead friction to the device can. External insulation abrasion was noted at 8.5-9.7cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at this location. Fracture of the inner coil was noted at 9.5cm from the distal tip, consistent with fatigue.

Event description:
It was reported before the device was replaced, chest x-rays revealed the right ventricular lead was fractured. The lead was later explanted and replaced. The patient condition is fine.